Event description:
It was reported that the left ventricular lead dislodged from the lateral coronary vein into the distal coronary sinus. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 implantable cardioverter defibrillator 2013-(B)(6); 6947 implantable tachy lead 2008-(B)(6), (B)(4).